Manufacturer narrative:
H4: has been completed with the exact manufacturing date. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the couch or margin structure appears in places not as expected.